Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardiac monitor was undersensing and sensing noise. No intervention was completed. The patient was stable and would continue to be monitored.